Event description:
The customer complains that his plate schaedler vitamin k1 5% sb 20 ea were contaminated. There was one occurrence in this event and no patient impact reported. The following was provided by the customer: "the customer complains that his agar plates are contaminated."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device plate schaedler vitamin k1 5% sb 20 ea catalog number 254084 which is a exempt device.

Manufacturer narrative:
H.6 investigation summary: . Complaint history review: complaint history was reviewed and a similar complaint was registered however no trend was identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and a deviation was not detected. Return samples were not provided however picture sample was provided showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. However bd will continue monitoring incoming similar complaints. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. Bd regrets the inconveniences you have been experiencing. H3 other text : see h.10.

Event description:
The customer complains that his plate schaedler vitamin k1 5% sb 20 ea were contaminated. There was one occurrence in this event and no patient impact reported. The following was provided by the customer: "the customer complains that his agar plates are contaminated.".